Event description:
Information was received from a healthcare provider via a manufacturing representative regarding a handpiece. It was reported that the handpiece was cutting when coag was activated and coag when cut was activated. There was no patient involved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.